Event description:
It was reported that pump powered on with slight lights and noise but screen only showed lines, which prevented customer from reading display or interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged a replacement pump under warranty, provided instructions for storage mode and returning malfunctioning pump within specified time, and informed customer to program pump settings and reconnect continuous glucose monitor on replacement device.